Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. The alleged fill estimate malfunction could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge jumped from 10% to 45% without being connected to a power source. In addition, the insulin gauge was observed to be inaccurate after loading the cartridge with 300 units. During troubleshooting the customer reloaded the same cartridge and received an accurate fill estimate. The customer's blood glucose level was 156 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.